Event description:
A site representative reported that while in the spine application and after fluoromerge registration, they were 6cm inaccurate. The surgeon decided to discontinue use of navigation and proceeded with the case using the c-arm. There was no pt impact reported.

Manufacturer narrative:
Three attempts made to obtain pt info without success. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional. Software investigation found that the system behaved as designed.